Manufacturer narrative:
(B)(4).all pertinent information available to the manufacturer hasbeen submitted. Placeholder.

Event description:
It was reported that during removal and replacement of the first intraocular lens, a vitrectomy was performed. It was further stated that in attempting to implant the second lens, it broke while being loaded into the insertor. On the third attempt the lens was successfully implanted. It was further stated that there was no adverse injury reported to the patient and that the incision was not required to be enlarged.

Manufacturer narrative:
Corrected data: product problem was checked; however, the event was not a product problem. Box has been checked for adverse event only. Additional info: a review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during the manufacture of the lens. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.